Manufacturer narrative:
The sample device was returned for evaluation. A visual inspection of the sample found that the pigtail end of the catheter had been cut off, rather than a break. This is noted by a clean cut, rather than jagged edges usually found on broken catheters. Thus, the complaint cannot be confirmed for breakage. Since the device was most likely cut in the user environment, using scissors or other tools, the complaint was not confirmed. Additionally, the broken pigtail component mentioned had not been returned for further evaluation. No corrective action will be taken at this time.

Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
After examination, the patient was go back to the ward of the hospital observation rest. The next day, the patient come back to took an image under the x-ray for examination. The customer found a half of pigtail was broken, and clear to saw a residual segment image of pigtail in vivo. Because of the patient will to do ercp examination at a few days later. Therefore, the customer decides, meanwhile to do ercp examination and take it out together.